Event description:
Healthcare professional reported rupture on the left side. Device has been explanted and replaced.

Manufacturer narrative:
Phone number: (B)(6). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., d6a, e3.

Event description:
Healthcare professional reported rupture on the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in posterior side assessed as fold flaw opening. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick.